Event description:
It was reported that there was an atrial lead warning and there were more than two million impedances less than 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.